Manufacturer narrative:
The investigation is ongoing. H3 other text : not returned.

Event description:
After a tavr procedure using a 26mm s3ur valve via transfemoral approach, upon removal the tip of 14fr esheath+ was noted with a partial tear. The tear was circumferential 1cm from the tip in the fully expandable portion. There was no patient injury. Post-procedural device-related photos were reviewed, and the following was observed: the liner appears fully expanded as designed and the distal tip is torn radially, past the location of the slant score line.

Manufacturer narrative:
The 14 fr esheath plus was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. Imagery was provided and found that the sheath distal tip was torn radially along the distal edge of the liner. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint codes. The esheath+ IFU, commander delivery system IFU, device preparation manual instructions and procedural training manual were reviewed. Based on this review, no IFU/training deficiencies were identified. This event reports a sheath distal tip tear observed upon device removal that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The reported event for sheath distal tip torn was confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "upon removal the tip of 14fr esheath+ was noted with a partial tear. The tear was circumferential 1cm from the tip in the fully expandable portion. There was no patient injury. "Per review of the returned imagery, the distal tip was torn radially along the distal edge of the liner, but still attached". The failure mode is characteristic of sheath tip tear events as described in a previous risk assessment. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. It is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. In this case, the failure mode may be related to improper expansion of the sheath tip during thv advancement which may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for sheath distal tip torn was confirmed. This the issue has been previously identified in product risk assessment (pra) and a CAPA.